Manufacturer narrative:
The bur subject to this complaint was not returned for eval. Lot #s were not provided. It was not possible to determine the definitive root cause for the alleged breakage.

Event description:
It was reported that the bur broke during drilling. No adverse consequences were reported.